Manufacturer narrative:
Patient weight not available from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the system completely froze and there was no response form the machine. It was also reported that no lights could not seen on the array. The system was restarted without any errors. The surgery was completed with navigation and there was no reported impact on patient outcome.